Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Review of all records for this device and provided info concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident an device. No additional action is required at this time.

Event description:
It was reported that the left l4 set screw had backed out post-operatively from the pedicle screw.